Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model.

Event description:
It was reported the device could not be interrogated. The patient's heart rate was 40 bpm on the monitor and there was no change with magnet application. The device was explanted and replaced. No patient complications have been reported as a result of this event.